Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided. Review of the device log shows pads are toggling on and off, as well as multiple cable ID changes, unsupported cable/electrode entries, and ECG failure. However, without receipt of the device, root cause evaluation could not be performed. The customer has not responded if the device is being returned for evaluation or not. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.